Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Data was received, but does not reflect full investigation window. The complaint confirmation of loss of connection could not be determined. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.